Event description:
Boston scientific crm received information that this left ventricular (lv) lead was explanted due to infection. The physician noted the infection was not related to the device, and there is no allegation against the device/system. There were no other adverse patient effects reported.

Manufacturer narrative:
This lead was discarded at the hospital, so therefore, will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.